Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/23/2013 with the following findings: the meter was not returned with the pump. The pump powers on with audio and vibratory sounds. Confirmed ¿remote bolus¿ feature is was set to vibrate in user settings. Successfully paired pump with test meter. Investigators successfully performed a 10u normal bolus from the remote test meter; pump gave the appropriate vibrate feature for the bolus and displayed correct message on the screen. Investigators were unable to duplicate the reported compliant. There was no defect found.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an audio tone/vibration (intermittent vibration) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.